Manufacturer narrative:
The customer did not return the device for service, and (B)(4) is unable to confirm the complaint. While (B)(4) would not normally report on complaints of error codes, this particular one is being reported because the patient required a feeding at a medical facility while waiting for the pump to be relaced.

Event description:
The caller reported that the pump was displaying error 03, and was unusable. During a follow-up conversation, (B)(4) learned the following: this was the first occurrance of error 3 experience with the device, and the user was unable to power-cycle the pump. Because the daughter's (patient) condition causes her to not tolerate bolus feedings, she was required to visit the hospital from 8:30pm to 2:30am for a feeding. The family then received a replacement pump to continue to use at home. No other medical care or any injury to the patient was reported. (B)(4).